Event description:
The customer reported that the 840 ventilator failed with a device alert of communication error. The failure happened when the device was not used on a patient.

Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse advised the customer to send the device event logs for diagnoses assistance. Covidien was not authorized to service the device.